Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple occlusion alarms. The customer's blood glucose level was not impacted during these events. A system check was performed and the pump performed as intended. The customer changed their infusion set site and received another occlusion alarm shortly after. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated they would resume insulin deliveries without changing any pump supplies.